Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after placing mesh during a laparoscopic ventral hernia repair, the surgeon fired the device and instead of single tack, there were two tacks coming out from the device for every firing. They used another tacker to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of four photographs and one device. Photographic inspection confirmed the lot # as reported. A visual inspection of the returned device noted that the timing was disrupted. The instrument was applied to the appropriate test media. The trigger was actuated and the remaining twenty-four tacks deployed but did not seat properly due to the disrupted timing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No further actions have been deemed necessary at this time.if information is provided in the future, a supplemental report will be issued.